Manufacturer narrative:
.

Event description:
A customer contacted baxter's technical service center regarding feelings of discomfort. Home patient reported, that he had overfilled with solution and may have torn his peritoneal membrane home patient stated during the initial call that, he did not bypass any fills/dwells or drains. Home patient ended the therapy and was advised to contact the peritoneal dialysis nurse regarding this issue. A follow up call with the patient's nurse found that there was no evidence of overfill and no indication of a device malfunction. Patient had experienced a myocardial infarction (mi) at the time of the initial call and was hospitalized for that reason. The mi was not related to therapy. The nurse had confirmed that the device was properly programmed and it will not be returned for evaluation.